Event description:
It was reported that the stent was fractured after implant. No additional information is available at this time.

Event description:
It was reported that the the pulse generator could not be interrogated. Several attempts were made without success. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage was approximately 2.33 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit , normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.